Event description:
React health received a complaint from a durable medical equipment provider stating their patient reports a burning odor while using the CPAP. There was no patient injury or harm reported. The device has been received by the importer but has not been evaluated by the manufacturer as of yet. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report was previously submitted to the FDA as an importer. This was incorrect. This complaint did not contain an allegation of patient death or serious harm or injury but a possible malfunction only. Per title 21, part 803 this report should only be forwarded to the manufacturer.